Manufacturer narrative:
The clarivein device was not available for investigation and no part or lot number were provided. There were no issues cited with device performance. Potential adverse effects that might be associated with the clarivein® device are similar to those associated with any interventional vascular procedure. The IFU provided with the clarivein device lists the potential adverse events that might be encountered during a peripheral vasculature infusion procedure using the clarivein® ic as well as instructs the user to consult labeling of agents to be delivered prior to infusion.

Event description:
Physician used clarivein to deliver 2% polidocanol to a patient while performing a below knee rgsv approximately 5 days prior to the reported event. On follow up ((B)(6) 2017) thrombus is seen within the right popliteal vein with diminished compressibility. Partial flow seen around the thrombus. No thrombus is seen proximally within the superficial femoral vein or the common femoral vein. No thrombus demonstrated extending into the calf veins.